Event description:
Edwards received information that this device was explanted after fifteen (15) years, ten (10) months due to re-stenosis of the bioprosthetic aortic valve. This was replaced with a 19mm pericardial bioprosthesis. The patient left the operation room in good condition.

Manufacturer narrative:
The explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed in the cusp areas of all three (3) leaflets and in the free margins of a leaflet. Calcification was also confirmed via x-ray. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect, inflow aspect, stent outflow, stent inflow, and into the orifice. Incidental finding: two (2) commissures exhibited wireform distortion and the wireform was exposed at two (2) leaflets on the outflow aspect. The metal band was also exposed near one (1) leaflet on the inflow aspect. These damages are likely due to explant or implant. The clinical report of stenosis could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.